Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2019. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. Device evaluation: product testing could not be performed since the product was not returned for evaluation. According to the initial report there is no product to return. Therefore, the reported issues could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record could not be evaluated as the serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that specific kind of material are viewed on posterior side of preloaded intraocular lens. Reportedly per surgeon it could be part of lubricant that is on the cartridge. Additional information was received, and it was learnt that the material can be removed during irrigation and aspiration. No adverse events or patient issue, and the material is not seen in the patient's eye at follow-up. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.